Event description:
Pt reported "redness and a lump in his sternum which caused him a lot of pain, a slipped port which caused an infection, and a lap-band when removed was found to be eroded." Allergan is unable to confirm the alleged events, as the pt has stated we are to not contact the implant or explant surgeons.

Manufacturer narrative:
Taper ii. (B) (4). The access port connector associated with this report has not been returned and was reported by the pt as discarded. Based upon the estimated implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter did not provide the exact implant date, device data, the explant surgeon nor give allergan permission to contact either the implant or explant surgeons to confirm the reported events, obtain device data or to request the return of the explanted device. The physician, of the reporter of the event, allegedly discarded the device prior to report of this event. Allergan will not be able to perform analysis or testing on the device. Infection, erosion and pain are surgical/physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported events of pain, infection and displacement as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, incisional infection, infection, fever, chest pain, incision pain, abnormal healing, port displacement, port site pain and wound infection."